Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe and permanent latex allergy, rashes, swelling and cracked hands, and difficulty breathing.